Event description:
Adverse event(s): "115 minutes delay" (no code available); "115 minutes delay" (surgical procedure, delayed). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message was displayed. A back up unit was brought in to complete the case. The second unit that was brought in displayed a different system message. There was a 115 minutes delay with the pt under general anesthesia. Per the nurse, there were no pt injuries. This is the second of 2 reports being filed for this facility.

Manufacturer narrative:
A company service rep examined the system and found that the relief valve (rv1) was not working. The rv1 and the cpu battery were replaced and returned for eval. The parts have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).